Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation (vaginal prolapse repair) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the dart detached and fell into the patient. Despite using an x-ray imaging and peeling the ligament layers, the surgical team was unable to locate or retrieve the dart, which remained in the sacrospinous ligament. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
H11: d4: model number and catalog number have been updated based on the additional information received. D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. H6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament fixation (vaginal prolapse repair) procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the dart detached and fell into the patient. Despite using an x-ray imaging and peeling the ligament layers, the surgical team was unable to locate or retrieve the dart, which remained in the sacrospinous ligament. The procedure was completed with another of the same device. No patient complications reported.